Manufacturer narrative:
The device was returned to heartsine for evaluation and upon inspection discovered that two pins were bent. This damage would not allow the pad-pak to properly connect to the device. Heartsine was unable to determine when or how this damage occurred, however this would prevent defibrillation. The cause of the reported issue could not be determined. This device was scrapped and the customer received a replacement device.

Event description:
The customer contacted heartsine to report a non critical issue. Upon inspection, heartsine discovered the pad-pak had two bent pins, preventing a proper connection. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.